Event description:
The nurse of a (B)(6) male patient called zoll customer support to report that the patient was receiving check electrode belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt messages) has been confirmed. Upon evaluation the brown (-5v) wire in the trunk cable was open, causing the reported alarms. The root cause for the open wire could not be positively identified but was likely excessive force on the electrode belt trunk cable. No adverse event resulted from the open wire. The patient received a replacement electrode belt.